Event description:
Boston scientific received information that one day post implant, this left ventricular lead displayed loss of capture. In addition, a chest xray revealed the lead had moved slightly from the implanted position. The patient was hospitalized until a lead revision decision was made. A decision was made to further monitor this lead and not perform a lead revision. The device was programmed to vvi 40 as the patient with this lead is non-dependent on cardiac resynchronization therapy. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
- -

Manufacturer narrative:
As a decision has been made to further monitor this lead; no further information is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.